Event description:
This console was not on a patient. Complainant reported that during routine console checkout, the backup controller would not pass the flow portion of calibration. This failure mode of the backup controller poses no risk to the patient because it occurred during routine console checkout and was not on a patient. In addition, this failure mode does not negate the ability of the console to continue to perform its life-sustaining functions. A syncardia service technician performed on-site servicing of the console, and the routine console checkout was successfully completed. A service report is pending.